Event description:
It was reported that a patient presented with pain several years after an l5-pelvis posterior fusion construct was implanted. A revision surgery was performed where the construct was removed, excluding the two screws at l5, which had been stripped during installation and were unable to be removed. This is report one of fourteen for this event.

Manufacturer narrative:
D4: the UDI number is unknown because the part and lot numbers are not available. Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Manufacturer narrative:
Additional information in h6: investigation type, findings, and conclusions. Device evaluation: the device was not returned and no photos were provided, so an evaluation is unable to be performed. Root cause: a definitive root cause cannot be determined with the information provided. This event could possibly be attributed to unknown patient or surgical factors. The driver pocket deformation could possibly be attributed to excessive or off axis forces applied during installation. DHR review: the lot number was not reported and the device was not returned, therefore a DHR review is unable to be performed. Device usage: this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent. Reference reports 3012447612-2025-00121 through 3012447612-2025-00134.

Event description:
It was reported that a patient presented with pain several years after an l5-pelvis posterior fusion construct was implanted. A revision surgery was performed where the construct was removed, excluding the two screws at l5, which had been stripped during installation and were unable to be removed. This is report one of fourteen for this event.